Event description:
Information was received based on review of a journal article titled, "flexible interlocked nailing of pediatric femoral fractures: experience with a new flexible interlocking intramedullary nail compared with other fixation procedures" which aimed to investigate outcomes associated with fixation of femoral shaft fractures in children and adolescents using the flexible interlocking intramedullary nail (fiin) (pediatric locking nail manufactured at biomet) as compared to other fixation procedures (ofp). The study consisted of one hundred thirty-seven (137) patients ages seven (7) to eighteen (18) with unilateral fracture sites proximal to the supracondylar region and distal to the lesser trochanter, presence of open femoral growth plates, and requiring open surgical treatment. The study took place during a five (5) year period (july 1, 1998 to june 30, 2003). Fifty-eight (58) patients were included in the fiin group and seventy-nine (79) were in the ofp group. The mean follow-up was 396 days. The journal article reported that at the final follow-up, the fiin group contained one (1) superficial infection, eight (8) heterotopic ossification, one (1) delayed union, and two (2) implant problems. The authors of the study conclude that the fiin in children and adolescents with femoral shaft fractures is associated with improved outcomes compared with other common fixation procedures.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Additional authors: jonathan h. Phillips, lloyd n. Werk, stacey armatti wiltrout, and ian nathanson; written in j pediatr orthop (2008) dec; 28(8):864-73.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "flexible interlocked nailing of pediatric femoral fractures: experience with a new flexible interlocking intramedullary nail compared with other fixation procedures" which aimed to investigate outcomes associated with fixation of femoral shaft fractures in children and adolescents using the flexible interlocking intramedullary nail (fiin) (pediatric locking nail manufactured at biomet) as compared to other fixation procedures (ofp). The journal article reported that at the final follow-up, the fiin group contained two (2) implant problems.